Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted with headache, chills and body aches. Head and chest CT completed. Chest CT was read that there was a thrombus noted by the outflow tract. Lactate dehydrogenase was 391 u/l. Urine was clear. Vad numbers were within normal limits. It was observed during the analysis of the log file low flow alarms on (B)(6) 2019, (B)(6) 2020, (B)(6) 2020, and (B)(6) 2020. The estimated flow appears to be below the alarm threshold of 2.5lpm during the low flow events. Also, the log shows speed drops and pump power fluctuations related to pi events. There was no thrombus present. There was no change to patient condition or anticoagulation status that may have contributed. CT scan showed narrowing of outflow graft, not a thrombus. Extra wrap was used in implant. The operating room note doesn't say why extra wrap was used. Interventional cardiology was consulted to see if it can possibly be stented. Patient was discharged home with plan to follow up outpatient. Low flows were resolved with increased volume and decreased blood pressure medication. Patient was better and asymptomatic after illness. No further or additional information was provided.

Manufacturer narrative:
Sections d4, h4: additional information. Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported outflow graft narrowing cannot be conclusively determined through this evaluation. Low flow alarms were confirmed via the submitted log file data. According to the account, the low flows were due to hypotension/hypovolemia. A direct correlation between (B)(6) and the hypotension/hypovolemia could not conclusively be determined through this evaluation. The submitted log file contained data spanning from (B)(6)2019 at 00:45:10 to (B)(6)2020 at 23:54:10, per the timestamp. Low flow alarms were captured on 31dec2019,(B)(6)2020 , (B)(6)2020 , and(B)(6)2020 when the estimated flow was calculated to be below the threshold of 2.5lpm. No additional vad-related alarms were captured. A specific cause for the change in pump parameters cannot be conclusively determined. The heartmate 3 lvas IFU outlines how to prepare, attach, and position the sealed outflow graft. The IFU warns: ¿a thorough understanding of the technical principles, clinical applications, and risks associated with left ventricular support is necessary before using the heartmate ii left ventricular assist system. Read this entire manual before attempting implantation of the left ventricular assist device or before caring for heartmate ii patients. Completion of thoratec¿s heartmate ii surgical training program is also required prior to use.¿ additionally, the IFU warns that no modification of this equipment is allowed. Do not use equipment or supplies other than those specified or sold by thoratec corporation. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.